Event description:
It was reported that bwi's products - a bi-directional thermocool catheter and the carto 3 mapping system were used in a ventricular tachycardia ablation procedure on a very sick patient. The patient had both liver and renal failure, as well as heart disease. In addition, the patient had been in vt storm the entire night prior to the day of procedure. The patient's case was bumped from second case to first case based on the patient's degenerative state. During mapping and the beginning of ablation, there was no patient movement, although patient went into vt regularly, which was easily pace-terminated. During ablation, patient went into a vt and became hemodynamically unstable. The patient was pace-terminated, but became disoriented and moved. At this point a map shift was noticed on the carto 3 system. Although no error or warning messages appeared from the system, a definite shift was noticed and brought to the operating physician's attention. The map had moved left laterally by about a centimeter. The physician made the decision to continue the case with the current map, but ablation was based on the electrograms and the catheter's position under the fluoroscopy. Ablation was continued. About 20 minutes or so after the patient moved, the error message finally appeared on the carto system indicating patient movement, but no further shifting on the system occurred. Later, the patient began coughing quite a bit during ablation and eventually reported shortness of breath. At that moment, the patient's blood pressure dropped, and the blood-oxygen saturation declined.

Manufacturer narrative:
Since the customer was not sure which lot number was involved in the event and they provided two possible lot numbers: 15528203m or 15558705m, the device history records were reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Follow-up with the customer to obtain further information regarding this event is still in process. If additional information is received a supplemental 3500a report will be submitted to the FDA. Concomitant product: carto 3 system: us catalog #: fg540000, serial #: (B)(4). (B)(4). Perforation was suspected, so an intracardiac ultrasound catheter was opened, the echo physician was called in as well as the respiratory therapists. It was informed by the radiology techs that the pericardial tap helped the patient, however a couple minutes later, after all the efforts had been made, the patient passed away on (B)(6) 2012. The only comment currently available from the physician was that the patient was very sick.